Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported issues with regards to platen. This was observed by bd representative during their site visit. There was no information on patient involvement. Although requested, no additional information was provided, and no devices will be returned for investigation.